Manufacturer narrative:
H6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that connection between the bd luer-lok¿ syringe and needle leaked while introducing the needle into the deltoid. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter, translated from portuguese: "notification 95101: ...the needle was introduced into the deltoid, before starting injection in the connection between the needle and syringe the immunobiological treatment started to leak. The needle was tested, the problem was the syringe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that connection between the bd luer-lok¿ syringe and needle leaked while introducing the needle into the deltoid. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter, translated from portuguese: "notification 95101: the needle was introduced into the deltoid, before starting injection in the connection between the needle and syringe the immunobiological treatment started to leak. The needle was tested, the problem was the syringe."